Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 1511.8 mcg/day) via an implanted pump. The pump's indications for use (ifus) were listed as spinal cord injury and intractable spasticity. The event date was noted as approximately (B)(6) 2015. The pump and catheter were implanted (B)(6) 2015 and the event occurred post-operatively. The hcp contacted the rep on (B)(6) 2015 to communicate that the patient was in the hospital with suspected bacterial meningitis, although initial cultures were negative. Infectious disease wanted the system explanted. The neurosurgeon and managing hcp were concerned about managing the patient without baclofen and were looking at other options for treating the patient. It was unknown what led to the event and what interventions were taken to resolve the issue. The issue was not resolved at the time of the initial report and the patient's status was noted as "alive- with injury;" the injury was specified as meningitis. Additional information received from the rep indicated that the patient's medical history included anemia, asthma, seizures, inferior vena cava filter (ivc) filter, lupus anticoagulant, psychosis, t67 paraplegia, and right frontal lobectomy. The patient had allergies to iodine and intravenous pyelogram (ivp) dye. The patient's weight was (B)(6). The patient was admitted through the emergency room (ER) on (B)(6) 2015 with decreased mental status, elevated temperature, and mild erythema of the lower quadrant at the pocket site. Blood cultures were negative on (B)(6) 2015. Cerebrospinal fluid (csf) specimen on (B)(6) 2015 showed elevated neutrophils and protein and decreased glucose. Csf culture on (B)(6) 2015 showed no growth although the patient was already on antibiotics at that time. The patient was seen by infectious disease and treated for meningitis intravenously with vancomycin and fortaz with a start date of (B)(6) 2015. The pump and catheter were completely explanted on (B)(6) 2015 and a temporary non-medtronic catheter was placed and connected to an external syringe pump delivering baclofen at 1512 mcg/day. The plan was for the patient to remain in the intensive care unit (ICU) for two weeks receiving antibiotics and intrathecal baclofen via an external pump and then to be re-implanted, if able. Other medications the patient was taking included: protonix, flexeril, vimpat, keppra, claritin, ditropan, decadron, kay ciel, terbutaline, desyrel, and effexor. A follow-up report will be sent if additional information is received.

Event description:
Additional information received from the company representative (rep) on 2015-12-11 indicated that after a full system explant, the patient was treated with intravenous (IV) antibiotics and her intrathecal baclofen dose was maintained during a stay in the intensive care unit (ICU) with an intrathecal catheter (from a different manufacturer) connected to an external pump. The patient's cerebrospinal fluid (csf) was drawn and cultured again on approximately (B)(6) 2015 and results were evaluated by infectious diseases. Infectious diseases gave neurosurgery clearance to re-implant the pump. The patient had a new pump and a new catheter re-implanted on friday (B)(6) 2015.